Manufacturer narrative:
Device evaluation: device received with a damaged lens and tamper seal was missing. System fault 41,622 was recorded in event log. Power up process, motor test were performed and the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120 had lec41622 error code. No patient involvement.